Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, system risk analysis (sra), and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue for the sterrad® nx unit was reviewed for the prior six months from open date and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was returned for functional analysis. The component successfully completed a test cycle with no failures or faults and no odor/smell was observed. Visual inspection yielded no unusual findings, damages, or anomalies. The failure of the vacuum pump could not be confirmed. The catalytic converter, oil mist filter, and connector were contaminated with oil and not returned for further evaluation. The assignable cause of the odor/smells is likely due to the catalytic converter, oil mist filter, vacuum pump, and connector. The field service engineer replaced the parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter, oil mist filter, vacuum pump, and connector were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "strong chemical scent" or smell emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.